Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was not accurate and multiple cartridge errors occurred. Customer declined to provide further information and declined follow up from tandem technical support. There was no reported impact to customer's blood glucose.